Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were 42 ventricular sensing integrity counts and non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2014, rv pacing impedance spiked to >2500 ohms up from a trend in the 300-400 ohm range. Impedance continues to be high. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, no capture at maximum outputs, and oversensing was noted on the electrograms. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously capped lead was now explanted.